Manufacturer narrative:
Plant investigation: the event description describes a use error and does not allege any deficiency or defect related to the manufacture of the liberty cycler set. The complaint sample is not available for manufacturer physical evaluation. The reported incident was caused by the end user. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed and completion of the DHR review is not required as it is unrelated to the investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. There was a fluid detected in cassette warning. The patient found fluid dripping from the cycler set connection to the supply bag during dwell 2 of 4 during pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak seemed to be a bad connection. Upon follow up, the patient¿s pdrn reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing to use the same cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. There was a fluid detected in cassette warning. The patient found fluid dripping from the cycler set connection to the supply bag during dwell 2 of 4 during pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak seemed to be a bad connection. Upon follow up, the patient¿s pdrn reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing to use the same cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.